Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user was unable to login. A technical support specialist dialed into the server and verified that the issue was related to active directory. The tss opened baretail to review the ids and active directory logs. The customer was asked to reboot the server, and the server reboot was completed successfully. The tss then reviewed the logs and confirmed that the user was able to log in successfully. The customer's successful login was confirmed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to log in to all stations and were unable to authenticate. The customer had been able to access the system earlier but suddenly failed to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.